Manufacturer narrative:
(B)(4). Cartridge, incomplete cycle. (B)(4). Conclusion code: the ec60a device was received for analysis with no visual non-conformances and with two cartridge reloads present. Cartridge (b) ecr60g, m52a6g, was received partially fired 3/4 consistent with an incomplete or interrupted cycle and cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridge (c) ecr60d, m52e4m, was received partially fired 1/3 consistent with an incomplete or interrupted cycle and with cartridge deck damage. The damage to the cartridge is consistent with the device being clamped over a hard object. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a vertical gastrectomy (sleeve) by laparoscopy for treatment of morbid obesity. During the surgery, in the second firing of the stapler positioned in the antrum, the product locked. The event happened again when the load was changed. It was necessary to use a new device to complete the procedure. At the end of the surgery, a small laparotomy was performed (staple line wasn¿t appropriate) to suture in the gastric antrum. It was observed a fouchet probe attached to the staple line. The adherence was removed and the suture was performed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please clarify- what was the condition of the staple line? When the device ¿locked¿, did it lock out and would not fire or could the jaws not be opened? If the device fired, how far did it fire? Were any staples formed or cut line? Was the device clamped and fired over the fouchet? Are the 2 reloads being returned the ones that locked? What was the reason for the laparotomy?